Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead threshold became higher a little over a month after implant and gradually rose to it's current high threshold level. The physician attempted to remove the old lead with the plan to implant a new rv lead. The lead extraction was not successful, so the physician chose to leave the chronic lead in place. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient presented to the emergency department with palpitations, fatigue, and shortness of breath. A remote transmission showed that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to pacing impedance variation and sensing integrity counter (sic) and triggered impedance alerts due to undefined high pacing impedance. In addition, oversensing was noted on stored electrograms. The lead was capped and replaced. No further patient complications have been reported as a result of this event.